Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged and exhibited increase in pacing threshold along with sensing issues. The patient was suspected to have twiddler's syndrome and was having chest pain. Additional information indicates that the lead was repositioned and dislodged a couple of weeks later. Thus, this rv lead was explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged and exhibited increase in pacing threshold along with sensing issues. The patient was suspected to have twiddler's syndrome. Additional information indicates that the lead was repositioned and dislodged a couple of weeks later. Thus, this rv lead was explanted. No additional adverse patient effects were reported.